Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced recent dizziness. A remote transmissions showed that the right ventricular (rv) lead demonstrated counts to the sensing integrity counter (sic), decreased impedance values and increased threshold values. Additionally, it was noted that there was a decrease in r-wave sensing and was sensing in the atrium. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an rv lead revision was performed.